Event description:
It was reported that during follow-up, the patient had been experiencing presyncope. Noise had been observed on the right ventricular lead. The lead was caped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.